Event description:
Medtronic received information that an axium coil was stuck in the proximal section of the catheter. The implant coil pushed smoothly out from the introducer sheath. The catheter was not damaged. The devices were prepared as indicated in the instructions for use (IFU). It was reported no patient was involved with the event.  Ancillary devices: enboy 7f guide catheter, headway 17 microcatheter, synchro14 guidewire

Manufacturer narrative:
H3: product analysis of apb-2-3-hx-es, lotno:223229227 as found condition: the axium prime coil was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The headway-17 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found bent at the coupler tube. No damages or irregularities were found with the remaining axium prime pusher. The shield coil was found slightly stretched. The detach element was found still attached to the pusher. The implant coil was found separated from the detach element at the coil shell weld. The implant coil was not returned for analysis. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed, as the damages found are consistent with resistance. Possible causes of resistance are lack of hydration before procedure, user does not maintain continuous flush, damage to implant coil or damage to micro catheter. The implant coil was found broken and the shield coil was found stretched. Possible causes of coil stretching/break are lack of hydration, user does not maintain continuous flush, coil not retracted in a one-to-one motion with the implant during repositioning, pushwire rotation or user advances/retracts the coil against resistance. Customer reported devices were prepared per IFU. As the headway-17 micro catheter used in the event was not returned for analysis, any contribution of the headway-17 micro catheter towards the coil stretch could not be determined. The headway-17 micro catheter has an inner diameter of 0.017¿ (per microvention website), which is compatible for use with the axium prime coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.